Event description:
Customer reported that the unit had multiple error messages. The customer reported that there was patient involvement, however, when the issue occurred, patient was placed on another unit without any complications. Customer indicated that no patient information is available.